Manufacturer narrative:
This foreign report is being submitted on 06-dec-2016 for a device product that is considered same/similar to a us marketed device (bab adv healing blister finger toe 8s). This closes out this report unless additional significant follow up information is received.

Event description:
This spontaneous report was received on 22-nov-2016 from a wife reporting on her husband (age unspecified) from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date in (B)(6) 2016, either (B)(6) 2016, the consumer started using band aid kpp finger 6s 2015 ap, cutaneously for a wound on the root of right thumb developed by a dog bite after disinfecting and drying it, several strips were applied from the day got the wound to the next day (intentional misuse, lot number, expiration date unspecified). On the next day, the consumer noticed that his back of hand from right middle finger to little finger became swollen. On an unspecified date in(B)(6) 2016, physician was consulted at a hospital and informed that the event occurred due to usage of device and gave an inoculation against tetanus. It was reported that every morning and evening, twice a day, he visited the physician for infusion of unspecified antibiotics. He applied gentamicin prescribed by the physician to it and then covered it by bandage. The action taken with the device was unknown. The event did not resolve. This report was assessed as serious (required intervention). The company causality was assessed as related.